Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4)

Event description:
Customer requested packed cells, negative anti-e, from the reference lab (B)(4). At reception, customer did routine testing on the packed cells and found that anti-e was 3+ positive with the biorad anti-e reagent. Customer re-tested with the ortho anti-e reagent, lot seb388a, and got a negative reaction. Customer re-tested with another lot of ortho anti-e reagent, and got a very weak reaction under the microscope. She did a rerun with this same lot and got a negative reaction (header # (B)(6) was created for this lot). Then customer advised the (B)(4) reference lab (B)(4). This reference lab is using ortho anti-e reagent for their testing. Once they got this information, reference lab (B)(4) did a genotyping on the packed cells and they got a positive anti-e. They informed customer that from now, the donor will be considered as a e+e+. The donor packed cells were not transfused ; no harm to the patient. Customer qc on anti-e reagent is adequate; customer uses homozygote and heterozygote cells and the reaction grades were adequate at 3+. Every time they run a patient sample, customer is doing a positive control (cell e+e+) and a negative control (cell e-) and no issue reported with the qc. Issue started on: (B)(6) 2016. Frequency: once. Methodology used: tube. Reaction grade obtained: neg. Customer was expecting: pos. Test repeated: yes. Result obtained by repeating: pos. Method used to repeat: biorad anti-e reagent and genotyping at reference lab (B)(4). Customer is not using ortho anti-e reagent as their primary reagent; they are using the biorad anti-e reagent as their routine reagent and ortho reagent is their 2nd source. Customer informed ortho ls mylene that reference lab (B)(4) will contact us to report this issue. Customer was informed that this event will be investigated.